Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the root cause cannot be determined. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported that the patient line was leaking and they needed to end therapy from the homechoice (hc) machine. This occurred during dwell 1. The technical service representative (tsr) assisted the home patient (hp) with ending her therapy. The tsr informed the hp to start over with new supplies and notify the nurse. Product surveillance spoke with the hp on (B)(6) 2011. The hp confirmed that the patient line was leaking. The hp said that the leak was in the tubing right behind where it connects to the transfer set. The hp said she cannot see well, so she could not see if there was any damage to the tubing, however, she could feel where the liquid was coming from. The hp said that she did not notice any other defects with the cassette. The hp said there was no damage to the cassette packaging. The hp stated it happened in the second drain, so the solution was coming out of her; the hc was not putting solution in. The hp notified her nurse the next morning and she was given antibiotics. The hp resumed therapy. No patient injury or medical intervention was reported. No further information is available.